Manufacturer narrative:
A ge service rep performed an on site investigation. The cable pin was repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system's interconnect cable connector was inoperable. No report of pt injury.